Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot # 73l2100054 investigation did not show issues related to complaint.

Event description:
On (B)(6)2022 staples were found jamming during usage on the patient.